Manufacturer narrative:
Evaluation summary attached: the valve exhibited heavy calcification in the cusp area of all three leaflets. At the free margins calcification was moderate at leaflet 2 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Tears in the tissue were noted at all three leaflets. Two tears were noted at opposite commissures of leaflet 2, at commissure 2 the tear measured to 8mm, at commissure 3 by 6mm. Leaflet 1 was torn by approximately 3mm at commissure 2, and leaflet 3 by 6mm at commissure 3. The tissue was calcified and thickened at the region of the tears. Minimal host tissue overgrowth encroached onto the inflow and into the orifice at the greatest point by approximately 2-3mm. Host tissue is minimal at the stent inflow and the stent outflow. The x-ray demonstrated calcification. X-ray. On (B)(4) 2012, the valve was given to r and d for histological analysis. On (B)(4) 2012, r and d completed the histology report with the following comments and conclusion. This valve was reportedly explanted after approximately 3.6 years due to aortic regurgitation. Calcification-related tissue tears were observed on leaflet 2 at both commissures, leading to prolapse of the leaflet, which appears to be a primary contributor to the valve regurgitation. The visual examination, x-ray imaging, and histology results demonstrate that all three leaflets are heavily calcified. The tissue tears observed appear to be associated with the calcification, which is one of the most common chronic failure modes for bioprosthetic heart valves. The occurrence and time course of tissue calcification in bioprosthetic heart valves is highly variable among patients and the mechanisms for calcification are not fully understood. Early tissue calcification is not common in edwards' perimount heart valves. Patient biological factors, such as age, the state of the endocrine and immunological systems, and comorbidities, are believed to play important roles in the development of bioprosthetic valve calcification. Therefore, the reasons for the calcification in this particular valve remain unknown. On (B)(4) 2012, the DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Customer provided the following comments as a response to the evaluation and histology test results: through the evaluation results, he realized that the calcification was severe and thorough management of the dialysis was important. Patient had been having a chronic dialysis. First avr on (B)(6) 2008 was performed after ie at aortic valve. The customer commented it was possible that there was some effect left from the ie at the first avr and dialysis management issue that related to the re-avr on (B)(6) 2011. The customer did not think this explant was device related. Patient was recovered as of (B)(6) 2012.

Event description:
Reportedly, a 21mm valve was explanted after an implant duration of approximately 3 years, 7 months (43.40 months) due to aortic regurgitation (ar). The customer reported that a 21mm valve was implanted for aortic valve replacement (avr) to correct ar on (B)(6) 2008. Coronary artery bypass graft (CABG) was also performed at the same surgery. In (B)(6) 2011, there was no problem found on echocardiography. In (B)(6) 2011, level iii ar due to possible calcification was observed on echocardiography. The leakage was found from the left coronary cusp. On (B)(6) 2011, the valve was explanted and replaced with a magna ease 3300tfx21mm valve. At explant, one of the leaflets was observed to be prolapsed.

Manufacturer narrative:
Method and conclusion: device evaluation anticipated but not yet begun. The device history record (DHR) review is in progress. Echocardiography has been requested for review.